Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her allegation in 2009, of inaccurately elevated blood glucose results followed by low blood glucose. The patient reported the following information to this specialist. The patient had been comparing two different lots of ultra test strips when testing her blood glucose with her one touch ultra2 meter. The higher than the lot containing code 4. The patient had changed the code in the meter appropriately. On the day of event in 2009 at 6:00pm, the patient tested before dinner: results 207 with code 4 and 248 with code 25 blue strips. The patient elected to inject 8 units humulin r based upon the 248 mg/dl. (The patient's regime is 5-10 humulin for results in the high 200s to 300. No insulin is injected when in the mid 200's and lower. Amaryl is taken twice a day, but not with insulin.) The patient ate dinner after injecting the insulin. At 8 p.m, the patient felt weak and began shaking and sweating. Testing with the code 4 test strips, the patient obtained what she described as a 'real low result." She ate chocolate candy and more food until blood glucose was 189, high enough to go to bed. When asked if she is symptomatic if blood glucoses are in the upper 200's, the patient responded, "I feel best when it is 187 and in the 200's." Both lots of test strips were in range when the patient tested at about 2 weeks later, after obtaining control solution from customer service. The blood glucose variance between the two lots was 16%, within the expected <=20%. The patient refuses a meter replacement. Instead, she elected to stop using the code 25 strips, lot 2952412 although they were in range. Because the patient alleged she had injected extra insulin based upon what she considers an inaccurately elevated blood glucose result and then became hypoglycemic, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report. The patient did not wish to replace the meter; hence, it will not be returned.